Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's parents reported that the child could no longer hear. A week before, the patient got hit on the head with a stone. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally active electrode wire breakages caused by small mechanical movements were also observed. As per the explantation report the device was found shifted before the device removal. All the problems given in the patient report appear to match the damages found. This is a final report.

Event description:
The patient's parents reported that the child could no longer hear. A week before, the patient got hit on the head with a stone.